Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the european journal of trauma and emergency surgery, titled ¿from the last 100 to the first 100¿outcome after a manufacturer change in reverse fracture arthroplasty¿. The study reviewed one hundred (100) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address proximal humerus fractures, using the arthrex univers revers modular glenoid system. During the minimum two (2) year follow-up period, three (3) patients experienced dislocation/instability, and one (1) patient experienced infection. Source: gleich, j., fleischhacker, e., lampert, c., siebenbürger, g., ockert, b., böcker, w., & helfen, t. (2025). From the last 100 to the first 100¿outcome after a manufacturer change in reverse fracture arthroplasty. European journal of trauma and emergency surgery, 51(1), 29.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.